Manufacturer narrative:
(B)(4). Patient information was requested and the information was not provided.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, review of the device diagnostic log indicated gas supplies lost: safety valve open alarm(5001).the customer reported there was patient involvement with no harm to the patient.